Event description:
It was reported that the brakes were difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather the model and serial number.